Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this implantable pacemaker initially had 2.5 years longevity remaining. However, this device's battery showed two years remaining after a year. Then, several months after, this device declared elective replacement indicator (eri). Boston scientific technical services (ts) explained this battery depletion was sudden. Additional information indicates that the device exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.